Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.

Event description:
The patient reported a history of multiple left foot surgeries involving the toe adjacent to the great toe, including two revision procedures. The patient stated the smart toe implant appears crooked, and the toe intermittently bends and becomes stuck. The patient described the condition as painful, causing difficulty walking, requiring flat-footed ambulation, and resulting in pain with pressure during walking.